Manufacturer narrative:
Explant was reported due to regurgitation and a leaflet tear. Three excised leaflets were received for examination. All three leaflets were fibrotically thickened. No inflammation or significant calcifications were present. Any previously existing tears could not be distinguished from excision/removal artifacts, and the reported tears could not be confirmed. Based on the returned state of the device, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date in 2016, a 25mm sjm trifecta valve was implanted. The patient presented with shortness of breath. An echocardiogram was performed and confirmed acute aortic regurgitation. On (B)(6) 2021, the valve was explanted and replaced with a 25mm perimount magna ease. Upon explant a leaflet perforation/tear was noted at the base of the non coronary leaflet in between the stent posts. The patient was reported in stable condition.